Manufacturer narrative:
Additional procodes: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the patient went to the emergency room (ER) and reported to have fallen three days prior while on crutches. The patient had previously undergone open reduction of the left femur with a locking compression plate (lcp) plate, five (5) locking screws and three (3) cortical screws on (B)(6) 2017. A revision surgery was performed. Surgical outcome and patient status is unknown. Concomitant devices: locking screw 5.0 x 30mm (part: unknown, lot: unknown, quantity: 1). Locking screw 5.0 x 32mm (part: unknown, lot: unknown, quantity: 1). Locking screw 5.0 x 34mm (part: unknown, lot: unknown, quantity: 1). Locking screw 5.0 x 38mm (part: unknown, lot: unknown, quantity: 1). Locking screw 5.0 x 40mm (part: unknown. Lot: unknown, quantity: 1). Cortical screw 4.5 x 30mm (part: unknown, lot: unknown, quantity: 1). Cortical screw 4.5 x 38mm (part: unknown, lot: unknown, quantity: 1). Cortical screw 4.5 x 50mm (part: unknown, lot: unknown, quantity: 1). This report is for a 3.5mm lcp plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: lot #: l284033 / part #: 223.661 is an invalid lot number. The DHR review cannot be completed as no record exists for an invalid lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.